Event description:
Because this senior medical affairs specialist has been unable to speak with the patient/layperson, the complaint is classified based upon information the patient gave to the customer care advocate, cca, in 2008. All products were replaced. A letter will be sent. The patient reported that his one touch meter prompted only apply sample after blood was applied to the test strip. With a new vial of test strips, the product functioned appropriately during testing for the cca. The patient experienced the alleged issue around 10:30 a.m. Four days later. The patient had symptoms of elevated blood glucose before testing that were not provided to the cca. He did not self-treat. The patient was seen in an ER the same morning where his blood glucose was "over 600" mg/dl and he was treated with insulin. Because the patient reported that after the issue began he was treated with insulin and had obtained a reading of greater than 500 mg/dl at the ER, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.